Event description:
It was reported to philips that the system shut down on its own when activating the footswitch, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the site and identified the reported problem. Upon troubleshooting, fse found there is no connection between the main switch and the angiography scanner. Fse found that a ups was not purchased during system installation, a voltage stabilizer was used instead. After years of use, the hospital installed a ups between the input switch and voltage stabilizer. The issue arose when the system was off, linked to the voltage stabilizer. To resolve the problem, fse advised the customer to remove the voltage stabilizer from the angiograph power supply. After repair was performed, the system was restored to normal working order. The codes were updated based on the investigation outcome.